Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump was squirting insulin during manual prime. Customer's blood glucose was 205 mg/dl. Customer stated the piston continue to moved forward after making contact with the reservoir. No numbers or beeps occurred. Customer was unable to leave the prime sequence. Customer attempted to use a different set. The device was not dropped, bumped, or exposed to water. Customer was advised the device need to be replaced. Customer agreed to return the device.